Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was removed from the patient.the healthcare facility treated the patient with a dose of antibiotics and subsequently removed the sensor from the patient. The device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. Potential for development of infection at the insertion site is a known and anticipated potential adverse effect.there is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective.

Event description:
A patient reportedly developed an infection at the insertion site. The patient had a sensor inserted on (B)(6) 2018. Confirmation on the sensor being removed was received on (B)(6) 2018.